Manufacturer narrative:
Block b3: date of event was approximated to april 1, 2024, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, a metal wire was hanging out at the handle. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.